Event description:
It was reported that the patient had many syncopal episodes. There was oversensing on the lead and an apparent lead fracture. The lead was capped and replaced. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.